Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a no delivery alarm, motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 8.0 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unable to confirm the motor position encoder error alarms in the alarm history screen due to over written history files. The pump failed the displacement test due to an out of phase encoder signal. The pump had constant excessive no delivery alarms during the displacement test, and gave a motor error alarm during the rewind due to the out of phase encoder signal. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.